Event description:
A customer complaint was received regarding cd45 (2b11 & pd7/26) antibody cocktail performance in ihc staining. Internal investigation revealed that certain lots were missing one of the labeled clones, which may lead to false-negative results. The product labeling indicates the presence of both clones 2b11 and pd7/26, but only one was confirmed in the affected lots. Although no adverse health consequences were reported, the potential for diagnostic misinterpretation exists.